Manufacturer narrative:
The details were previously submitted under manufacturing report number 9616099-2016-00337. The complaint was transferred to the new cordis complaint handling system, smart solve, due to new information provided and as the previous system is no longer available. The new information did not indicate any new events or procedural details. However, submission of this report was required. (B)(4). Please note that device reported is a an unknown trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient demographics including medical history were not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, after an unspecified period of time when a trapease vena cava filter was placed, the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, severe and constant chest pain and compromised respiratory system. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. A compromised respiratory system is a state in which there is potential for decompensation into respiratory insufficiency or dysfunction. Various health conditions, such as chronic obstructive pulmonary disease, pneumonia and pulmonary embolism, as well as acute trauma and/or drug overdose can contribute to respiratory compromise. Patients with respiratory compromise may experience chest pain with respiration. Enhanced monitoring and/or therapies might prevent or mitigate decompensation. Based on the limited information provided and without procedural films or additional medical records for review, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, after an unspecified period of time when a trapease vena cava filter was placed, the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, severe and constant chest pain and compromised respiratory system. As a direct and proximate result of these malfunctions, the patient has suffered life-threatening injuries and damages, and required extensive medical care and treatment.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, after an unspecified period of time when a trapease vena cava filter was placed, the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, severe and constant chest pain and compromised respiratory system. As a direct and proximate result of these malfunctions, the patient has suffered life-threatening injuries and damages, and required extensive medical care and treatment. The following additional information was received per the patient¿s medical records: the filter was positioned under direct fluoroscopic vision below the left renal vein. It deployed appropriately and fully without complication. According to the information received in the patient profile form (ppf), the patient reports the device is unable to be retrieved. The patient also reports suffering from pain, discomfort, respiratory problems, and mental anguish.

Manufacturer narrative:
Clinical review of the additional information received indicates that the adverse events experienced by the patient did not meet the definition of a serious injury as per of the medical device regulation. Therefore, the events described do not meet the reporting requirements of a serious injury. Therefore; no subsequent reports will be forthcoming at this time.

Event description:
As reported in the legal brief, after an unspecified period of time when a trapease vena cava filter was placed, the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, severe and constant chest pain and compromised respiratory system. As a direct and proximate result of these malfunctions, the patient has suffered life-threatening injuries and damages, and required extensive medical care and treatment. The following additional information was received per the patient¿s medical records: the filter implanted due to deep vein thrombosis and pulmonary embolism. The filter was positioned under direct fluoroscopic vision below the left renal vein. It deployed appropriately and fully without complication. According to the information received in the patient profile form (ppf), the patient reports the device is unable to be retrieved; however, a retrieval attempt has not been documented. The patient also reports suffering from pain, discomfort, respiratory problems, and mental anguish.